Manufacturer narrative:
A company service rep examined the system. The illuminator module and pneumatic connector assembly were replaced. The system was then tested and met all product specs. Replaced parts will be sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message); "pneumatic scissors setting was defaulting by itself" (no code available). A nurse reported the pneumatic scissors weren't working well due to the settings were incorrect. The staff changed the settings and the scissors began to work. A system message then appeared. The staff rebooted the system and the case proceeded. The surgeon then asked for air infusion and none was available. The case was completed via a manual technique. Due to visualization in the eye, the surgeon was unable to perform laser as expected. The following case was canceled. There was no pt injury reported.